Event description:
Complainant alleged that a pin from inside the connector came off while removing a set of electrode pads post-treatment. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.